Event description:
Pump #2 was infusing heparin at a programmed rate of 20 cc/hr. One and half hours later the nurse checked on the pt and found pump #2 programmed at 200 cc/hr. The pt was given platelets as a result of the overinfusion of heparin.